Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection that a cardiosave intra-aortic balloon pump (iabp) had ECG signal malfunction. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d8, e4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end pcb. The transducers were calibrated. Functional checks and tests were correct.